Event description:
It was reported that this implantable pacemaker exhibited noisy signals and oversensing on both the right atrial (ra) and right ventricular (rv) channel. Technical services reviewed the event, and the noise appeared to be external. Presenting electrogram (egm) showed appropriate function and lead measurements were stable. This device remains in service and no adverse patient effects were reported.